Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to a pump error 38 occurring during the rewind test on 12/02/2024 06:49:46.000. The pump passed the self-test. Pump error 23 was noted which was expected. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. Successfully downloaded history files and traces using thump. Pump error 23 was found in the history files on 05/22/2024 23:12:14.000. Pump error 130 on 05/22/2024 21:52:55.000, pump error 53 (file number: 32107; line number: 2817) on 05/22/2024 23:11:03.000 due to a hardware error and pump error 43 on 05/22/2024 23:14:53.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2, force sensor and motor home switch. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded home switch, scratched case, stained keypad overlay, pillowing keypad overlay and keypad overlay texture damage. Pump error 23 was not confirmed. Pump error 38 was confirmed during testing and due to moisture damage on the motor assembly. Pump error 53 was confirmed due to a hardware error. Pump error 130 and pump error 43 were confirmed due to moisture damage to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.